Event description:
It was reported that this right atrial (ra) lead exhibited low out of range impedance measurements. Technical services (ts) was consulted and discussed stored episodes. It was noted there were jumpy impedance measurements with high out of range impedance measurements. Additionally, there was under-sensing and over-sensing of noisy signals which were stored as signal artifact monitoring (sam) episode. Ts noted a lead insulation breach is suspected. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).